Event description:
It was reported that 6 months after implant, the patient was out working and his leads moved. On either (B)(6) 2012, new leads were implanted. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3778-60, lot# v828733031, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID 3778-60, lot# v828733033, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4).